Event description:
It was reported that an occlusion alarm occurred. Reportedly, customer performed a supply change to address the issue. The customer's blood glucose level was 346 mg/dl. Additionally, it was reported that the cartridge was damaged at the shroud, interrupting insulin delivery. Customer loaded a new cartridge to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.